Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he attempted to bolus, but the insulin pump did not deliver the insulin and did not alarm. The customer's blood glucose reading was 356 mg/dl. Troubleshooting was performed. The customer stated that he already disconnected the infusion set and confirmed that he had 20.0 units. The customer was instructed to program a 1.0 unit, but the insulin did not exit. The customer did not have a tubing clamp available to perform the high pressure test at the time. The customer called back and stated that he did not receive a no delivery alarm. No further information was provided.